Event description:
The patient's husband indicated that a lead malfunction may have caused pocket stimulation. The physician turned the pacing rate down to 38 ppm because of the pocket stimulation. Subsequently, the patient had a cardiac arrest which required defibrillation.